Manufacturer narrative:
While there is no indication that a serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g124 scaler, the handpiece and the insert were getting hot. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Unit was not operating with boost light. Complaint for overheating handpiece could not be replicated. Multiple unsuccessful attempts were made to obtain the patient outcome.